Event description:
During routine testing of the device at the service center, it was reported that the ink markings near the suture ring of the cannulae easily came off after light scratching. There was no patient involvement. Investigation in process, but not yet completed.